Event description:
Info received indicates the left intermediate side rail will not latch.

Manufacturer narrative:
The technician found a sticky substance in the side rail latch mechanism. The technician cleaned the latch mechanism to repair the bed.